Event description:
Device 1 of 2. Reference MFR. Report: 1627487-2013-03555. The pt has 2 scs systems. At this time it is unknown which scs ipg is related to this complaint, therefore both scs ipgs are being reported. It was reported the pt underwent a revision on (B)(6) 2013 to reposition her right scs ipg due to experiencing soreness and warming at her scs ipg pocket site. It was also reported during the procedure, the physician did not fell the scs ipg was warm. Additionally, there was serous fluid in the pocket site that was cultured and drained. Follow-up identified the pt underwent an additional scs ipg pocket site relocation on (B)(6) 2013 due to experiencing an increase in soreness. There was no sign of infection. Further investigation identified the pt is sore and recovering from surgery.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.